Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent laparotomy with pfannenstiel incision for abdominal hysterectomy and suture was used to close sheath tissue layer. Patient was discharged on (B)(6) 2014. Following discharge, patient was coughing and experienced wound dehiscence. Upon return for secondary suturing, it was noted that suture knot was still intact and all wound layers separated. The surgeon opines that suture did not contribute to post-operative wound separation.

Event description:
It was reported that the patient underwent abdominal hysterectomy on (B)(6) 2014. Following the procedure, the patient experienced wound dehiscence and returned to operating room for secondary suturing of abdominal wound on (B)(6) 2014. Additional information has been requested.